Manufacturer narrative:
Concomitant medical products: dtma1qq ICD; 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post pacing. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient experienced inappropriate therapy caused by twos. The rv lead remains in use. No further patient complications have been reported as a result of this event.